Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, cracked battery tube threads, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, severely faded serial number label, slightly stained serial number label and missing end cap address label.

Event description:
It was reported via phone call that insulin pump was damaged. Customer¿s blood unknown at time of incident. Customer states that they had crack on battery compartment. Insulin pump will be return for analysis.